Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The strykeflow was visually inspected for damages, and foreign material was noticed inside of the tubing. The probable root causes could be manufacturing/assembly error, or improper cleaning/sterilization.

Event description:
It was reported that a foreign material that looked like paper was found inside the suction tube. There was no patient involvement and no adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a foreign material that looked like paper was found inside the suction tube. There was no patient involvement and no adverse consequences.